Event description:
The customer reported that the latch on the side rails is not functioning correctly. Customer has reported that the stretcher is still in use. Customer reported that there was no pt involvement when the alleged failure occurred and therefore, there were no adverse consequences.